Event description:
Reporter alleged the blood glucose advantage system generated a result of 900 mg/dl which is outside the labeled measuring range of 10-600 mg/dl. Customer stated he did not remember exactly when he had received the result. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement prooduct was sent.